Event description:
It was reported that the syringe 5ml ll w/needle 22x1-1/2in rb experienced difficulty engaging the safety mechanism during use. The following information was provided by the initial reporter: white cap is loose. When the pink cover is squatting, the white cap is directly released, and the caregiver almost pinches.

Manufacturer narrative:
H.6. Investigation summary: a lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Additionally, a sample was not submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. PMA/510(k)#: k980987(syringe); k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the syringe 5ml ll w/needle 22x1-1/2in rb experienced difficulty engaging the safety mechanism during use. The following information was provided by the initial reporter: white cap is loose. When the pink cover is squatting, the white cap is directly released, and the caregiver almost pinches.